Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was explanted on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and head/brain injury. On (B)(6) 2019 it was reported that the pump would be explanted due to an infection. The surgical explant was planned/scheduled for (B)(6) 2019. The environmental, external or patient factors that may have led or contributed to the issue was the patient had a catheter revision on (B)(6) 2019 (see manufacturers report number 3004209178-2019-11354 regarding catheter revision). It was unknown if there were any diagnostics or troubleshooting performed. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.